Event description:
Information was received that the increase in seizures was below pre-vns baseline levels. Per the physician's assessment, the increase in seizures and vomiting are not related to vns. No other relevant information has been received to date.

Event description:
It was reported that since the patient's last battery change they have been experiencing vomiting. The settings were lowered which alleviated the vomiting, however as a result an increase of cluster seizures occurred. The settings were then increased back up and vomiting came back, so they had them lowered again. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.